Event description:
The patient reported seeking evaluation from a healthcare provider (hcp) for itching, blisters and alleged scarring at the zio monitor device application site. The device was removed and discarded. According to the patient, their hcp prescribed triamcinolone acetonide cream.

Manufacturer narrative:
The zio monitor was not returned to irhythm for evaluation. A review of the complaint revealed that the patient wore the zio monitor for approximately 11 of the 14 prescribed days. The patient does not have a history of reaction to medical adhesive or sensitive skin. The cause of the reported event cannot be determined. Cutaneous scarring is generally associated with injury extending into the dermis and subsequent collagen remodeling during the healing process. Skin findings observed at device removal following short-term wear (up to two weeks), in the absence of documented dermal injury, are more consistent with transient inflammatory or irritant skin reactions associated with adhesive use, such as erythema, edema, induration, or post-inflammatory pigment changes. Based on the available information, the reported skin findings are not consistent with mature scar formation at the time of device removal, as scar maturation and remodeling typically occur over a period of months. Skin irritation is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio monitor on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. If allergic symptoms, severe skin irritation, or signs of skin infection develop, remove the device from the patient¿s chest and discontinue wear. Reaction to adhesives may include severe redness and itching, hives, and blisters. Contact your healthcare provider and customer care to report the reaction. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.